Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement appears to have been a recent history of deep vein thrombosis (dvt) with a contraindication to anticoagulation therapy. The filter was implanted via the right common femoral artery and placed in an infrarenal location. Twenty-one days after the filter implantation, the patient became aware that the filter had tilted, and had become embedded in the inferior vena cava (ivc). The patient underwent an unsuccessful retrieval attempt. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that retrieval was attempted twenty-eight days after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter embeddement and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. Per the patient¿s implant records, at filter placement the patient had a preoperative diagnosis of deep vein thrombosis (dvt) with contraindication to anticoagulation. The patient underwent percutaneous cannulation of the right common femoral artery via ultrasound guidance. There was no thrombus in either iliac vein that was visualized or in the inferior vena cava. The inferior vena cava (ivc) filter was deployed just below the renal vein. The patient was sent to recovery in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twenty-one days post implantation. The patient reports the inferior vena cava (ivc) filter is embedded in the wall of the ivc, in addition to device unable to be retrieved with an unsuccessful percutaneous removal procedure attempt twenty-one days post implantation. Procedural details were not provided.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter embedment and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter embeddement and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter embeddement and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. Per the patient¿s implant records, at filter placement the patient had a preoperative diagnosis of deep vein thrombosis (dvt) with contraindication to anticoagulation. The patient underwent percutaneous cannulation of the right common femoral artery via ultrasound guidance. There was no thrombus in either iliac vein that was visualized or in the inferior vena cava. The inferior vena cava (ivc) filter was deployed just below the renal vein. The patient was sent to recovery in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twenty-one days post implantation. The patient reports the inferior vena cava (ivc) filter is embedded in the wall of the ivc, in addition to device unable to be retrieved with an unsuccessful percutaneous removal procedure attempt twenty-one days post implantation. Procedural details were not provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.